Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once an investigation is complete.

Event description:
Customer reports receiving a blood glucose result of 162 mg/dl, and a blood glucose result of 295 mg/dl was obtained on their home health care provider's meter (exact brand is unknown). Customer then entered a seizure-like state; was diagnosed and treated in an ER for hyperglycemia where blood glucose registered over 500 mg/dl. Insulin was administered prior to being admitted to the hospital; exact treatment, while at the hospital is unknown.